Event description:
Follow up was performed with the patient's neurologist's office who indicated that the patient had never contacted them about the issue. Additionally, they reported that they rarely perform magnet mode diagnostics on patients and have not performed one on this patient.

Event description:
It was reported by the patient on (B)(6) 2012 that he was no longer feeling his magnet stimulation, following a recent generator replacement. Per the patient, he was seen by his surgeon on (B)(6) 2012, who told him that the magnet activations were not registering on the programming system. The patient stated that he normally uses the magnet every day, so he didn't think it had to do with technique. Follow up was performed with the patient's surgeon, who indicated that he was unaware of what the patient was reporting. Per the surgeon he had not seen the patient since (B)(6) 2012 and at that time, he did not use the programming system on the patient. It is currently unclear if the patient may have seen his neurologist on (B)(6) 2012. Attempts to the patient's treating neurologist for additional information are underway.

Manufacturer narrative:
.